Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level 300+ mg/dl. The customer reported high blood glucose levels even with the changing of infusion sets. The customer current blood glucose level was 600+ mg/dl. The customer had no symptoms. The customer treated with the insulin pump, ten units of novolog. The customer did not complete troubleshooting due to no delivery alarm received. The insulin pump will be returned for analysis.